Event description:
It was reported that during a vats procedure, the device was fired on an unk firing and the staples on the proximal and started coming out before the complete firing causing malformed staples. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/30/2009. Info anticipated, but unavailable at this time.